Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet wireless charging pad was not working, and a replacement charger was shipped overnight; the user reported continued device function and used an alternate wireless phone charger without interruption to therapy or blood glucose control. Symptoms included no adverse clinical effects. Outcomes included no impact to health status or therapy beyond the need for a replacement accessory. Investigation included customer interview and logistics review for replacement supply. Investigation of this case revealed an accessory charging issue with the external charger while the ilet device itself remained operational, consistent with a nonconforming or malfunctioning charger component. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charging accessory.